Event description:
During product evaluation, failure code 810:11 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 19, 2007. Evaluation summary:the reported failure code 810:11 was confirmed. Inspection of the device found that the cause of the failure code was due to corrosion on the pump-head module. The pump-head module was replaced. The device was returned to the customer fully operational.